Event description:
It was reported that the fluid warming device was having flow and temp issues. There was no patient injury reported.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Received device in fair condition. Filled water into reservoir tank, install temp check, install f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. Powered on device, water recirculation, and temperature idled for 5 hours at 41.7c degree. Installed flow rate meter test fixture. Measured flow rate indicated above 1.0 gallon per minute which within tolerance. Could not confirm customer reported reason. Replaced top and bottom thermistor, main pcb, and both heaters as preventative action. Replace normal wear and tear line cord and missing fan guard. Installed tempcheck test fixture. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests. The reported event was not confirmed or replicated. Root cause was unable to be determined as the reported event was not confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Received device in fair condition. Filled water into reservoir tank, install temp check, install f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. Powered on device, water recirculation, and temperature idled for 5 hours at 41.7c degree. Installed flow rate meter test fixture. Measured flow rate indicated above 1.0 gallon per minute which within tolerance. Could not confirm customer reported reason. Replaced top and bottom thermistor, main pcb, and both heaters as preventative action. Replace normal wear and tear line cord and missing fan guard. Installed tempcheck test fixture. Measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests. The reported event was not confirmed or replicated. Root cause was unable to be determined as the reported event was not confirmed. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the fluid warming device was having flow and temp issues. There was no patient injury reported.